Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was noted on the right ventricular lead due to atrial activity. An inquiry for technical support was requested. A review of the by ts noted that the right ventricular electrocardiogram showed deflections associated with atrial activity. It was noted that all episodes appear non sustained and not lasting long. It wanted that the patient was not pacemaker dependent. Ts discussed to continue to monitor the case and noted that this issue has occurred since 2012 and could be related to a lead location issue. The field representative will discuss the case with the physician. No adverse patent effects were reported. The issue was resolved by reprogramming the right ventricular lead sensitivity. The model/serial of the lead was not able to be obtained.